Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the zipper on the pt access window is bent open. Window on left side of the tube port slider body is missing on the zipper. (B)(4).

Event description:
Customer reported the zipper is broken on the panel of the canopy but customer provided very limited information. This was found during setup. No pt incident or injury was reported.